Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed and not detected on bus. Customer tried to reboot the station, but the issue did not resolve. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and not detected on bus. A field service engineer confirmed that the auxiliary unit was down with all drawers showing bus errors, found a damaged drawer ribbon cable, replaced the cable, performed system verification using the hardware test application, and had the customer access random drawers. The system functioned as intended after the field service engineer repaired the device.